Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The patient's mother reported that the up, down and ok buttons are hard to press. It was reported that there is no water exposure and no damage to the keypad.